Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after announcing and consuming a large meal, with glucose rising to 334 mg/dl and remaining above range for about two hours before trending downward; a subsequent call noted continued elevated readings and completion of a full supply change with improvement to the 180s, and the user also reported dexcom g7 signal intermittency. Symptoms included high blood glucose with associated lightheadedness and dizziness. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy, with glucose decreasing following troubleshooting and supply change. Investigation included technical troubleshooting and user education on system adaptation and meal announcements. Investigation of this case revealed user-related factors consistent with incorrect meal size estimation and routine automated corrections by the ilet, as well as a concurrent cgm signal issue addressed via referral to the cgm manufacturer. It was concluded that the event was related to use error associated with meal announcement size and device learning, with no device malfunction of the ilet identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.